Event description:
The following information was provided: mps reports inaccurate cup impaction numbers, it showed cup was significantly deeper than it was in person. Mps checked all arrays were accurate and vizadiscs. Mps mentioned, only did tka surgeries afterwards with robot and was fine for those. Update: which cut was inaccurate? Cup impaction numbers for tha. Estimated discrepancy was 12mm deeper than actual cup.